Manufacturer narrative:
September 16, 2015 08:39 am (gmt-4:00) added by (B)(6): a maquet field service technician replaced the cover and returned the device to service. The cover is made of two separate half covers that are clipped together on the arm. Maquet determined that excessive and/or repeated collisions to the arm might have led to the reported event. The yearly maintenance program in the operating manual includes a verification of all the covers and caps. No failures were found during the last maintenance performed by maquet. (B)(4).

Event description:
The customer reported that a spring arm plastic cover popped out and fell off of the surgical light during cleaning in the operating room #3. There was no patient involvement, and no injuries were reported. (B)(4).